Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction less than a day of wearing the adc freestyle libre sensor. Customer reported that he experienced symptoms described as ¿raw skin, irritation and itching¿. On (B)(6) 2019, customer had contact with a healthcare provider who prescribed locoid (hydrocortisone), cicalfate (topical reparative ointment) and duoderm (wound dressing) as treatment. No additional treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch (serial number (B)(4)) and no issues were observed. Sensor plug was seated properly, and the adhesive as returned. Extracted data from returned sensor using approved software using evm and sensor labview software and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing an adverse skin reaction less than a day of wearing the adc freestyle libre sensor. Customer reported that he experienced symptoms described as ¿raw skin, irritation and itching¿. On (B)(6) 2019, customer had contact with a healthcare provider who prescribed locoid (hydrocortisone), cicalfate (topical repairative ointment) and duoderm (wound dressing) as treatment. No additional treatment or information was reported. There was no report of death or permanent impairment associated with this event.